Manufacturer narrative:
The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, we the technician confirmed that the angle wire fluid damage, the insertion flexible tube fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the mecha base plate fluid damage, the light guide cable fluid damage, the ccd drive pcb fluid damage, the lg connector fluid damage, the remote control body case cracked, the control body corroded, the mecha base plate corroded, the lg connector corroded, and the remote control body case leak; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).